Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, it was difficult to advance the delivery catheter system (dcs) through the aortic arch due to calcification on the non-coronary cusp (ncc). Partial deployment was performed in an attempt to advance the dcs. It was noted that at this time there was a gap between the nose cone and the capsule. As the dcs advanced from the ascending aorta to the valsalva, it abraded the vessel, resulting in a dissection and a decrease in blood pressure upon full release of the valve. Subsequently, the procedure was converted to open chest surgery. It was noted that two recaptures were performed during the procedure. Additional information was received that it was likely that an attempt was made to adjust and advance the dcs by partially deploying, and by turning the handle to create a gap between the capsule and nose cone.

Manufacturer narrative:
Corrected data: h6. Annex a code was erroneously omitted from the initial medwatch. Annex c code was added to replace the previous annex c code on the initial medwatch. Additional codes. Annex g code was erroneously omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-26}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date: {(B)(6) 2026}, explant date: {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, it was difficult to advance the delivery catheter system (dcs) through the aortic arch due to calcification on the non-coronary cusp (ncc). Partial deployment was performed in an attempt to advance the dcs. It was noted that at this time there was a gap between the nose cone and the capsule. As the dcs advanced from the ascending aorta to the valsalva, it abraded the vessel, resulting in a dissection and a decrease in blood pressure upon full release of the valve. Subsequently, the procedure was converted to open chest surgery. It was noted that two recaptures were performed during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, it was difficult to advance the delivery catheter system (dcs) through the aortic arch due to calcification on the non-coronary cusp (ncc). Partial deployment was performed in an attempt to advance the dcs. It was noted that at this time there was a gap between the nose cone and the capsule. As the dcs advanced from the ascending aorta to the valsalva, it abraded the vessel, resulting in a dissection and a decrease in blood pressure upon full release of the valve. Subsequently, the procedure was converted to open chest surgery. It was noted that two recaptures were performed during the procedure. Additional information was received that it was likely that an attempt was made to adjust and advance the dcs by partially deploying, and by turning the handle to create a gap between the capsule and nose cone. Additional information was received to clarify there was no separation with the nose cone and capsule of the dcs, and there was no malfunction with the dcs.